Event description:
It was reported that during greenlight vaporization procedure to treat bph (benign prostatic hyperplasia), forward firing occurred. It was indicated that the gland volume was 150 grams. Joules used was 77000 j. The laser time expended was seventeen minutes. The procedure was completed with another of the same device. There were no patient complications.